Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels of 50 mg/dl. The cause of the low bg was unknown. The customer became unconscious and was brought to the emergency room (ER) by paramedics (B)(6) 2023 for three hours. The customer received an IV with fluids of saline to resolve their low bg. The customer was released from the hospital on (B)(6) 2023 with permanent injury. No additional patient or event information was available.